Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing which delayed its detection of a self-terminating ventricular fibrillation (vf) episode. The patient was also implanted with a lux, which also exhibited undersensing. The s-ICD system remains in service. No adverse patient effects were reported.